Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 09/13/2015 to 03/11/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was restored working condition after a part replacement of the injector valve assembly. It is unknown whether or not this contributed to the chemical indicator strip not changing color. However, there have been no further issues reported after the repair. The assignable cause cannot be verified since one strip did change color and the other did not. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strips. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, the correct lot # 278511-07, expiration date: 4/30/17.

Event description:
A customer reported the sterrad chemical indicator strips did not change color correctly after a sterrad completed cycle. The affected loads were reprocessed. There is no report of infection, injury or harm to patient(s) associated with this event. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00179, 2084725-2016-00180, 2084725-2016-00181, and 2084725-2016-00182.